Event description:
It was reported that during an ablation procedure, blue pixels were noted at 100% firing power. The user was instructed to let off the foot pedal and the blue pixels dissipated. When the user went back on the foot pedal at 100% firing power, the blue pixels reappeared. The user then went to 80% firing power and the pixels showed again. It was noted that the tumor was adjacent to a resection cavity. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.